Event description:
During a kissing balloon procedure to both common iliac arteries, the physician noticed under fluoroscopy a burst of contrast out from the surface of the powerflex p3 (4208060l) balloon between 4-6 atms described as a pinhole. The product was prepped according to the info for use. There was neither resistances nor difficulty experienced. The balloon was inflated using an inflation device. The product was inserted through a 7f brite tip sheath. The lesion was highly stenosed. The balloon was removed from the pt's body without resistance. There was no injury to the male pt. The product will be returned. Product analysis revealed that the balloon contained a balloon leak.

Manufacturer narrative:
The complaint conclusion has been amended to reflect the fact that this complaint is for a leakage and not a burst. During a percutaneous transluminal angioplasty (pta) to the left common iliac artery the balloon was reported to have leaked. The vessel was described as highly stenosed. There was no reported pt injury. Based on the info available. It appears that the problem experienced by the customer may have been caused by the operational context of the device. Procedural factors and/or user handling and is not related to a product quality issue. A clinically used powerflex p3 balloon catheter was returned for analysis. The balloon had two leakages at the proximal end of the distal marker band. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan, including the burst test values. An inner body puncturing was observed at the position of the balloon leakages. Scanning electron microscopy (sem) analysis performed on the outer surface of the balloon material revealed no clear evidence of abrasions that might have caused the balloon leakages. Sem analysis performed on the inner body revealed that the puncturing was occurred from the inside out. It appears that a sharp pin, probably the proximal end of a guide wire, punctured the inner body and balloon. Although the exact cause of the inner body and balloon puncturing could not conclusively be determined, it appears to have been caused somewhere during the clinical procedure. Based on the info available, it appears that the problem experienced by the customer may have been caused by the operational context of the device, procedural factors and/or user handling and is not related to a product quality issue.